Event description:
Patient 2 of 4: surgeon stated that on a patient who he used floseal in, during the patient's follow up, it was noticed that the patient had adhesions in the area of the inferior turbinate.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a series of four reports/cases from one reporter (B)(6)). Adhesions may occur in up to 90-100% after gynecological surgery procedures. When applied in the presence of active bleeding (not for prophylactic purposes) and in accordance with the recommendations of the instructions for use floseal does not induce a local inflammatory reaction (and consequences of such: adhesion formation and/or foreign body reaction). The instructions for use of floseal recommend to always irrigate and remove all non-clot-involved material (excess product). The postmarketing experience and a few publications have demonstrated that application of floseal for prophylactic purposes, in the absence of active bleeding, non-approximation, or non-irrigation of excess (material not reacted with the blood clot) may induce inflammatory reactions and subsequent consequences (adhesions and/or foreign body reaction). To clarify the circumstances of using floseal, and if it may have caused or contributed to the reported adhesion formation following questions have to be clarified: since the clinical details of these four cases are insufficient and it is not clear if patients developed any symptoms that can be classified as a serious injury, a causal relationship can be only determined as soon as the above questions have been answered. (B)(4). Upon receipt and evaluation of additional information, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive additional case information. No response was received. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. This complaint will be kept on file for trending purposes.